Event description:
Customer's doctor reported via phone, the insulin pump had a keypad anomaly. Customer's blood glucose was 151 mg/dl. None of the buttons were responding. The device was not exposed to moisture, dropped, or bumped. Customer's nurse was advised to have customer revert to back up plan. The device is not being returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.